Event description:
Healthcare professional reported "capsular contracture Baker grade IV", "rupture" and "calcification". Patient received capsulectomy treatment. This record is for right side. The device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist Allergan in determining a probable cause for this event.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: Capsular contracture Baker grade IV, Rupture. A review of the Device History Record has been completed. No deviations or non-conformances noted.